Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported having replaced the breath delivery unit (bdu) printed circuit board (pcb) due to loss of bd communication errors and blank display. The covidien service engineer uploaded the latest version of the operational software. The ventilator was in use on a patient at the time the malfunction occurred. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. Covidien was not authorized to service the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.